Event description:
Procedure type: sleeve gastrectomy. According to the reporter: first fire the stapler sounded and was slower than usual. Second fire, it stopped mid-fire. The stapler would open. Opened another stapler to correct this condition. Current pt status: fine. No pt injury. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 250cc. Gore seamguard reinforcement material was used. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).